Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited screen turning off due to printed circuit board (cr) board failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide recall correction. Updated fields: e3, g1, h2, h11. Corrected fields: e3, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.